Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
The home patient (hp) called baxter's technical service representative and stated he has been doing manual exchanges for 1 week in order to do antibiotics in his bag for an infection. The hp stated he had peritonitis, but it is resolved now. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B)(4).

Event description:
Additional information obtained on (B)(6) 2010: the patient's nurse indicated the patient developed peritonitis due to contamination from diarrhea. No further information is available.